Event description:
Hub of hickman cracked during flushing.======================manufacturer response for central line, hickman triple lumen 12.5 french (per site reporter).======================none yet. Line given to manufacturer's field rep.